Event description:
Patient had unspecified medical issues and was hospitalized [ill-defined disorder]. Case narrative: case (B)(4) is a serious spontaneous case received from a physician's assistant in united states. This report concerns a female patient of unknown age, who experienced unspecified medical issues and was hospitalized during treatment with euflexxa (sodium hyaluronate) solution for injection unknown route and concentration 1 df, for unknown indication from (B)(6) 2020 to an unknown stop date in 2020. The physician's assistant reported the patient had unspecified medical issues and was hospitalized on unspecified date in 2020. The patient received the first euflexxa injection in mid (B)(6) 2020 but was unable to complete the series due to these medical issues. No additional information was provided. The patient was hospitalized on an unspecified date in 2020 for unspecified medical issues. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of patient had unspecified medical issues and was hospitalized was unknown. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: (B)(4). Sender´s comment: despite of sodium hyaluronate's safety profile, a causal relationship between euflexxa treatment and the event cannot be ruled out, however, it is considered that the cause for the hospitalisation is unspecific and that important information has not been reported including the patient's medical history, laboratory findings, concomitant medication and product indication preventing a proper medical assessment. Company causality is unassessable. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.